Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that an integrated pressure sensing connecting cable had a malfunction and/or breakage during extracorporeal membrane oxygenation (ECMO) support. The reporting ECMO specialist stated the pressure readings on the console were jumping between 400 and -100 on p1 and would change values when they touched the cable. There was no indication of resulting patient serious injury. It is unknown whether the complaint sample was available; however, a product return kit has been sent to the facility.

Event description:
A user facility reported that an integrated pressure sensing connecting cable had a malfunction and/or breakage during extracorporeal membrane oxygenation (ECMO) support. The reporting ECMO specialist stated the pressure readings on the console were jumping between 400 and -100 on p1 and would change values when they touched the cable. There was no indication of resulting patient serious injury. The complaint sample was not returned for product evaluation.

Manufacturer narrative:
Additional information: b5, h4, h6 plant investigation: nonconformity was not observed during the manufacturing process. No other complaints have been reported about this batch number. The sample was not returned for evaluation and a cause could not be established; however, the described problem is a known issue. The plug connection to the sensor must have a tight fit to ensure that it is watertight. However, the design of the cable and the resulting manufacturing process makes the cable susceptible to damage during use (breaking or tearing out of the components). The component is a purchased part. The issue has been forwarded to research and development to review the design for improvement.

Event description:
A user facility reported that an integrated pressure sensing connecting cable had a malfunction and/or breakage during extracorporeal membrane oxygenation (ECMO) support. The reporting ECMO specialist stated the pressure readings on the console were jumping between 400 and -100 on p1 and would change values when they touched the cable. The cable was exchanged which fixed the issue. There was no indication of resulting patient serious injury. The complaint sample was not returned for product evaluation.

Manufacturer narrative:
Additional information: b5 plant investigation: nonconformity was not observed during the manufacturing process. No other complaints have been reported about this batch number. A repair history of the product was not performed. The sample was not returned for evaluation and a cause could not be established; however, the described problem is a known issue. The plug connection to the sensor must have a tight fit to ensure that it is watertight. However, the design of the cable and the resulting manufacturing process makes the cable susceptible to damage during use (breaking or tearing out of the components). The component is a purchased part. The issue has been forwarded to research and development to review the design for improvement.